Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) exceeded high levels, though a specific value was not provided. To address the elevated bg, the customer administered corrective injections via manual delivery and changed the infusion set and cartridge to continue insulin therapy.